Event description:
It was reported that a 35-year-old hispanic/latino female patient underwent a breast surgery with 480cc mentor memorygel breast implants. Post-operatively, the patient experienced breast implant illness, fatigue, brain fog, memory loss, pain, muscle weakness, hair loss, dry skin, melasma, premature aging, skin rash, weight problems, inflammation, poor sleep, insomnia, dry eyes, decline in vision, hormone imbalance, early menopause, throat clearing, cough, difficulty swallowing, choking, acid reflux, metallic tastes, vertigo, dizziness, constipation, fevers, night sweats, intolerant to heat, intolerant to cold, infections, ear ringing, headaches, migraines, ocular migraines, blurred vision, slow muscle recovery after activity, heart palpitation, breast lump, breast fibrocystic change, high ige, high crp, high microsomal tpo antibody, high mcv, low mchc, high thyroglobulin antibodies, suicidal ideation, and severe allergies. The patient has consulted with a medical professional, but at the time of this report, mentor has no information regarding explantation or an expected explantation date. This report is for the left implant. Refer to manufacturing report number 1645337-2023-08705 for the contralateral event.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date.  It is unknown at this time if the device will be made available for return.  As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  If certain information is unknown, not available or does not apply, the section/field of the form is left blank. H6 health effect - clinical code e2402: generalized illness. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 01-may-2025, mentor received additional information about the event. The patient was diagnosed with infection and inflammatory reaction due to other internal prosthetic implants & grafts. On 05-may-2025, mentor received additional information about the event: - the patient had been diagnosed with hashimoto¿s thyroiditis. - the patient developed capsular contracture (baker grade unknown). Manufacturer¿s reference number: (B)(4).